Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised (B)(6) on (B)(6) 2026 with hyperglycaemia. It was reported that the syringe needle used to fill the pod with insulin was bent/damaged. After filling the pod and wearing for 1-4 hours the patient began to experience increased thirst and their blood glucose levels were high (exact measurements not reported). The patient then sought medical attention and was admitted to hospital. The patient was treated with insulin injections. They also confirmed that the pod remained in use during their hospitalisation. The patient was discharged the next day on (B)(6) 2026.